Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device was opened for the first usage. There was no problem using the blue and white cartridge. The cartridge was placed to the device and was checked. The trigger movement occurred once but it could not continue. The trigger part of the device failed. The device was replaced with a new one to complete the case. There was no reported patient injury.